Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device technical analysis: the 38 x 2.50mm promus elite stent delivery system was returned for analysis. Visual and tactile inspection revealed a hypotube kinks, and no issues identified on the shaft polymer extrusion. The stent was not returned. A microscopic examination of the balloon material was performed and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure, however, there are crimp markings, from where the stent (not returned) was situated, evident on the exposed balloon wall. The distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage. The device was returned to the cis loaded into an unknown guide catheter. The device was removed from the unknown guide catheter without any issues. Microscopic analysis found no additional device issues. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (70% stenosis, severely tortuous and moderately calcified) were met which resulted in the reported event of difficulty crossing the lesion. This code was selected as the most probable complaint cause based on the complaint information available. The allegation of catheter difficulty crossing the lesion during the procedure is not confirmable via returned device analysis. Device analysis identified that the device was received inserted through an unknown guide catheter. The device was removed without any issues. The stent was not returned with the device. It is not known at which stage in the procedure (during attempts to cross or during device removal or during device handling post procedure) when the stent detached/deployed from the balloon. As the complaint did not report any stent detach occurring during the procedure, it is possible it occurred through device handling post procedure, however this cannot be confirmed. The unreported hypotube shaft kinks found during analysis are indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.

Event description:
Reportable based on device analysis completed on 27feb2026. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 2.50 mm promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment.